Manufacturer narrative:
The returned optiflo injection needle device was evaluated. The report of the needle not being able to retract was not able to be confirmed. A visual inspection found no damage to the device. The needle was able to be retracted without any difficulty. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an optiflo injection needle device was used during a procedure performed on (B)(6), 2011. According to the complainant, during testing of the device, the needle could be advanced. However, it would not retract. The procedure was completed with another optiflo injection needle device. No patient complications were reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an optiflo injection needle device was used during a procedure performed on (B)(6), 2011. According to the complainant, during testing of the device, the needle could be advanced. However, it would not retract. The procedure was completed with another optiflo injection needle device. No patient complications were reported as a result of this event.